Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device and guide wire were not returned. Only the sheath and dilator were returned. Evaluation of the returned exchange system confirmed the reported sheath damage. Consistent with the reported experience, the observed sheath damage suggested that the sheath might have been directly loaded onto the guidewire into the patients anatomy without using the dilator; however, because the original guidewire was not returned, this could not be confirmed. During testing, both ends of the proxy guidewire were inserted through the dilator and into the exchange system without difficulty. Based on the investigation findings, a cause for the damaged sheath could not be determined. No manufacturing or quality issue was detected. A review of the product lot history record and a query of the complaint database for similar incidents could not be performed because the device was not returned and the lot was not reported. Review of receiving inspection records for the exchange system could not be performed because the device lot was unknown.

Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. However, reportedly there was difficulty inserting the sheath onto the guidewire into the vessel. The sheath was pulled out of the vessel and found to be deformed on the distal end. The sheath was not connected to the device. A second sheath was used and the procedure was completed successfully with the starclose se device. There were no reported adverse patient sequale. Though requested, no additional information was provided.